Event description:
It was reported that the target lesion was a very calcified, ostial lesion in the right coronary artery (rca). Pre-dilatation was performed with several balloons. A 4.0x12mm xience pro stent delivery system (sds) was advanced; however, under fluoroscopy it looked as though the balloon was partially inflated. Resistance was felt during retraction of the device from the anatomy. A second 4.0x12mm xience pro sds was advanced to the lesion; however, during stent deployment the stent delivery system balloon ruptured at 12 atmospheres (atm). The stent was implanted successfully and the sds was removed; however, resistance was felt during retraction. Post-dilatation was then performed with non-abbott balloons to complete the case. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience pro referenced is being filed under a separate medwatch report. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.